Event description:
I had a hernia repair at (B)(6) hospital. They used a bard mesh perfix plug size large plug ref (B)(4), lot hutd0482. Ever since I had the repair, I have had pain there, but as time goes by, it has gotten worse. Now it is to the point where I can't even work anymore. Doctors keep looking at me like im crazy and keep saying that it can't be the mesh causing the problem, but none can give me an answer to what is causing the pain. I am now going through pain management where they are trying to give me shots to kill the nerves in the area of the mesh rather than taking it out. Unfortunately, this approach has not worked. I am desperate. I really feel that there is something wrong with the mesh that was implanted in me. Can anyone there check to see if anyone else is having problems with the same mesh as me? Thank you.